Event description:
It was reported that the pt's device was explanted. Additionally, it was reported that the pt's headpiece was magnetless and had lock issues. The company records show that the implant is a magnetless device. A device eval was not requested to determine its functionality.